Manufacturer narrative:
On october 15, 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device, no defect was observed upon removing from the package. However, a residue was visible on the thermoform surface. The product complaint device was analyzed and found that the weight, shell dimensions and thickness are within specification requirements. The implant was also reviewed for oily areas and nothing was found that could be identified as an oily area. The thermoform was reviewed as well, and hazy areas were found that could be described as smudges. The haziness in the areas was found to be related to crazing and microcracks in the thermoforms. The shipment history was reviewed, and it reflected multiple shipments between distribution center and customers, however the potential cause of how the microcracks in the thermoform occurred could not be determined. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the gel device with catalog number 3505455bc; serial number 7351825-029. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the gel device with catalog number 3505455bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2020, device re-evaluation was completed and product investigation was updated. Updated device evaluation summary: during visual inspection of the device, no defect was observed upon removing from the package. However, a residue was visible on the thermoform surface. The product complaint device was analyzed and found that the weight, shell dimensions and thickness are within specification requirements. The devices are made of silicone that allows for the egress of silicone naturally and no defect was identified. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release. A review of the complaint database was done, and no additional complaints have been reported related to the same lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the gel device with catalog number 3505455bc; serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that several mentor gel breast implants were inspected preoperatively. The reporter alleges that the devices appear to be covered in a greasy-feeling film. These devices were not used, and no patient consequences were reported. This report is for the gel device with catalog number 3505455bc; serial number (B)(4).